Event description:
On (B)(6) 2022 a physician performed a bilateral l3-l4, l4-l5 mild procedure on a 75y/o female patient with a history of urinary incontinence (2008) and osteoarthritis. From imaging, the patient was noted to have severe stenosis, grade 1 spondylolisthesis, and facet cyst. The case reportedly went well. On (B)(6) 2022 the patient went to the emergency room due to urinary incontinence and numbness in the genital area. The patient was placed in the care of a neurosurgeon. An MRI was performed and there was no evidence of an epidural hematoma, however the stenosis was worse than prior to the procedure. The patient was diagnosed with cauda equina syndrome, a buckled ligament at l4-l5, and underwent emergent surgery. The patient is currently stable, full strength in legs, worsened urinary retention and has improvement in numbness. Updated report from treating physician dated (B)(6) 2022 stated that patient remained in the hospital and remain flat for 7 days before discharge following the emergent surgery because of a csf leak. At the time of the complaint investigation, the patient was in rehab due to ongoing urinary incontinence. The physicians' patient selection and pre-procedure evaluation (grade 1 spondylolisthesis, facet cyst, severe stenosis - with no documented flexion/extension images to check for stability) may have contributed to the occurrence of this incident.